Manufacturer narrative:
Corrected information in section b2 : the selection for congenital anomaly/birth defect has been removed, as there are no adverse events or outcomes associated with it.

Event description:
It was reported by the customer that pyxis medstation es system needed reimage. The customer confirmed that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the keyboard malfunction. A field service engineer found that there was debris in usb port at docking board, cleared debris and reseated keyboard inorder to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.